Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons was sticking and often has to press more than once before it takes action. Customer's blood glucose level was unknown. Customer also stated that insulin pump makes more noise during priming and there was scratches on body of insulin pump and screen. The device will not be returned for analysis.